Event description:
It was reported by an aci sales professional that a female patient underwent a diagnostic coronary catheterization procedure in 2009. A pre-procedure angiogram was unremarkable with no calcium present. It was reported that following the mynx deployment, there was pulsatile flow and a femostop was used. Shortly after the procedure, the patient complained of a cold leg and ischemic pain. The patient was sent back to the cath lab, where it was reported that the femoral artery down to the bifurcation was occluded with what was believed to be mynx sealant. A contralateral long sheath, and an export catheter with a 20 cc syringe were used in an attempt to extract the reported sealant without success. The vascular surgeon proceeded to perform an incision at the groin site and a thrombectomy of the superficial femoral artery to remove a foreign substance. It is unknown if the foreign substance was sent to pathology. The patient was hospitalized for 5 days and was discharged home with no further clinical sequelae.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on information received and investigation performed, the root cause of the reported occlusion could not be determined. It is unknown if the clot was sent to pathology to confirm its composition. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.